Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation located at the collar and distal shaft, numerous kinks in the hypotube, and tip damage. Inspection of the rest of the device found no other damage or defect. The guide wire used in the procedure was not returned with the guidezilla, so a lab supplied guide wire was used to test with the complaint device. The wire was loaded into the hub of the guidezilla device and advanced. The wire was able to advance through the collar and shaft, despite the partial separation and device damage.

Event description:
Reportable based on device analysis completed on 25jun2020. It was reported that the guidewire could not cross the guidezilla. The 90% stenosed target lesion was located in the severely calcified middle and distal end of left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, the guidezilla was placed to provide strong support, however the guidewire could not cross the device because it was blocked. The procedure was completed with another of the same device. No patient complications reported and patient was stable. However, device analysis revealed partial separation at the collar and distal shaft.